Manufacturer narrative:
(B)(4). Evaluation summary:one unopened sample was received for evaluation. Per visual inspection and accordance to our procedure, the product was not confirmed to have a sharp tip that can lead to gi trauma. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The manufacturing process of product code k20 was also reviewed and observed that this product is being manufactured accordingly to our procedure. In addition, no material/design changes were observed for code k20. Based on the investigation results and the event description, the most probable root cause for the issue reported was due to this product being used as suction catheter as opposed to an oxygen catheter.

Event description:
Customer is requesting if we have made a change to this product.  They feel the tip is causing trauma to the patients. Additional information received from customer on (B)(6) 2013: I have reported the issue of the k 20¿s causing gi trauma. I am going to have (B)(6) (sales rep) from carefusion touch base with you. Writer contacted sales rep and he confirmed that the product caused trauma and the issue was reported during the facility¿s value analysis meeting. Additional information received on (B)(6) 2013: customer (B)(6) reported that the product has been used mainly as a suction catheter. There has been more than one incident where it caused gi trauma (behind the mouth). Current lot #0000474786 . Though all k20 products demonstrate reported issue. Additional information received from anesthesiologist on (B)(6) 2013: I have come across the issue of oral pharyngeal minor bleeding due to the design of this product over 60 times. There has been no adverse events on any of the patients, just the minor bleeding. I believe this is a design flaw.

Manufacturer narrative:
(B)(4). Reported defect does not pertain to one particular lot. Sample to be sent is a representative sample. Upon carefusion's investigation, a follow up medwatch would be submitted.